Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that maybe about a month after having their ins implanted they noticed their stimulation would be off when they knew they didn¿t turn it off with the controller they stated that they ended up resetting the controller and everything was fine. Patient services reviewed the reasons stimulation can turn off. The patient stated that they knew they didn¿t let their ins get low because they charged their ins twice a day because their settings took so much power. Patient services recommended the patient document when this issue happened and to bring this information to their healthcare provider (hcp) to look further into the system functionality.